Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the supplier and evaluated. It was reported that the device had a scratch on it. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, bent/dented outer tube, distal tip damaged, shaver damage to distal tip, distal tip has deposits, optical system, optical components, broken lenses in optical system, minor scratches on the unit. The parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder procedure on (B)(6) 2021, it was observed that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) endoscope device had a scratch on it. During in-house engineering evaluation, it was determined that the device had broken lenses in its optical system. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.